Event description:
A nurse reported that the surgeon did not feel he was "getting correct vacuum" in cortex mode during a cataract procedure. The surgeon tried exchanging handpieces and tips but could not resolve the issue. Following a 90 minute delay, the procedure was completed with a system from another facility. There was no harm to the patient.

Manufacturer narrative:
The customer replaced the o-rings on the irrigation/aspiration handpiece and the problem resolved. The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).